Manufacturer narrative:
The device was received at low elective-replacement level (eri). At this stage, the capacity of the battery was significantly reduced, and its voltage level was sensitive to variations in usage as well as the extra current drain during the telemetry communication. These conditions can result in the slow programming response and other reactions as reported from the field. The device was cut open for further analysis. After replacing the battery, electrical and mechanical tests indicated normal device characteristics. Device was implanted for 1.99 years, which exceeds 75% projected longevity and considered normal battery depletion. The reported events of an output anomaly and premature battery depletion was not confirmed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri). During interrogation of the device, the patient had an episode of asystole due to inhibited pacing and slow telemetry. Technical support was contacted and provided reprogramming recommendations to resolve the event. The device was explanted and replaced due to normal eri. The patient was stable and will continue to be monitored.